Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their remote wasn't working and wouldn't come on; nothing was coming up on the screen. Pt states she's been trying to get her device to work for a month, and they needed the unit to work for their appointment on (B)(6) 2021. They reported they had fallen bad on (B)(6) 2021, which resulted in them going to the trauma center because they hit their head really bad and hadn't gone home until (B)(6) 2021. Since then, the patient hadn't been able to get their devices to work. Pt stated they didn't know if or when they fell if something fell out of place. All they knew was that they were in pain. They did try batteries in the remote without resolve, and all of their equipment was not working. Troubleshooting couldn't be performed because the patient hadn't charged the ins since (B)(6) 2021, so overdischarge was reviewed with the patient. It was noted the fall on (B)(6) 2021 was their 6th time falling. They were redirected to see their doctor to discuss next steps, and the patient reported they had an appointment scheduled for (B)(6) 2021. The patient stated they didn't know if the pain they were having was because of their ins was not working, but later stated that the pain they were referring to was pain they always had and had gotten the device for. They also explained they had pain from the fall. The patient mentioned they were taking medication for their pain, including patches for pain. The patient responded to a follow inquiry and reported that on (B)(6) 2021, the ins was replaced. No further information was provided.